Event description:
During routine testing at installation of unit. Co service representative noted output of vaporizer was not within spec. The unit was forwarded to co vaporizer svc ctr. The reported complaint was found to have slipped from the packaging insert during an impact to the shipping carton. The impact caused damage to the vaporizer base and chamber and resulted in a collapse of the bellows assembly. Co has since switched to using single foam packaging boxes and inserts for shipping calibrated vaporizers which will provide improved protection from impact damage. Initial report from the field 7/22/96. Confirmation of reportable event 7/31/96.